Event description:
The report of ¿fiber not firing straight, dysfunction of the fiber" warranty form states "aiming beam forward firing" at 140,000 joules and 70:00 minutes of usage. The fiber was replaced and the case completed. Patient outcome: ¿no damages to the patient¿ reported. No injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).